Manufacturer narrative:
It was reported that the ventilator generated an alarm that indicates that safety valve is open. The ventilator was investigated by our field service engineer (fse), expiratory channel printed circuit board (pcb) was found to be defective and the fse resolved the reported failure by replacing it. The ventilator passed all functional and safety test and was cleared for clinical use after that. That can be confirmed in the provided logs. The pcb was sent for further investigation. Then over a 72h testing with a test lung and numerous pre-use checks in our ventilator laboratory where done and couldn't reproduce the reported issues. The movable axis of the safety valve pull magnet controls the opening and closing of the safety valve membrane in the inspiratory pipe. The pull magnet is electrically activated (closed) from the main block expiratory channel. When the safety valve is not activated, the weight of the pull magnet axis, in combination with the design of the valve membrane, pushes the pull magnet axis downwards. This actuates the safety valve to be opened and the inspiratory gas is let out from the inspiratory pipe via the safety outlet thus enabling a decrease in the inspiratory pressure. The safety outlet is covered by a plastic grid. This is normal safety (pop-off) function. The root cause for the reported issue could not be determined.

Event description:
Manufacturers ref ID: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient involvement reported. Manufacturer's ref. #: (B)(4).